Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0lnef, implanted: (B)(6) 2014, product type: lead; product ID neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient lacked basic understanding of their programmer use. The patient saw a low programmer battery screen while trying to use their programmer and didn¿t have any batteries to change them at the time of report. The patient was able to bypass the screen to get their settings. It was stated that the patient was having surgery because they had a car accident. It was noted that they tried to do an EKG and it ¿got weird¿ and they wanted the device shut off. The patient stated that their healthcare provider¿s office said the therapy probably didn¿t interfere with the EKG or the surgery but the healthcare provider wanted the patient to shut off the device and the patient wanted to know how to do that. At the time of report, the patient was on program 1 at 2.5 volts with a lightning bolt. The patient was assisted with turning the stimulation down to 0.0 volts and off. The patient was scheduled to get surgery the wednesday following this report. Additional information received reports the patient did not know that the antenna needed to be over the implant to get to the normal therapy screen and make adjustments to stimulation. The patient saw the doctor three day before reported event date to turn stimulation back on after her surgery for mva (motor vehicle accident). He re-programmed her. He told her that it was still on but she did not believe it was because she turned it off in (B)(6) prior to having the surgeries. He changed her batteries in her patient programmer as well as they were low. It was starting to bother her in her vagina area at the lower and front left of her vagina. She also reports shocking down her leg. The patient was able to sync to ins (stimulator) and decrease stimulation. The patient reports a representative was aware of no improvement of symptoms in (B)(6) 2014. The representative came to reprogram at the physician's request. He made changes and it helped quite a bit. The patient has appointment I n 2 weeks. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.